Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2013 at 20:49:48. During night drain cycle one, the patient's ultrafiltration reading was 1422ml, indicating the home patient (hp) drained 1422ml more than their maximum programmed fill volume of 1700ml. During evaluation of the event log, it was identified that there was a manual drain during dwell one of four; therefore, during night drain cycle one, the total drain volume was 3121ml. No additional information is available.

Manufacturer narrative:
(B)(4). During the event history log review, an increased intra-peritoneal volume event was identified. The cause of the reported issue was determined to false empty detect at initial drain and I-drain alarm volume was met. Should additional relevant information become available, a supplemental report will be submitted.